Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event boot up is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 2028159-2023-01123. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during preparation for the operation an ophthalmic console got stuck in logo screen. The issue was not resolved event after restatring the system.